Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that, during an infusion, the pump modules, occurring one at a time, became unable to accept changes to the volume to be infused and subsequently stopped running. The patient remained hemodynamically stable. There was patient involvement; however, no patient harm.